Event description:
The patients uvc was backing up with blood, we were trouble shooting the line and all connections were tight, filter was full but it was still backing up. We noted that there was no fluid in the buretrol or the drip chamber and the IV pump was not alarming at all. It was acting as it was infusing fluid. As soon as we put fluid in the buretrol and drip chamber then the line cleared of the blood. FDA safety report ID# (B)(4).